Manufacturer narrative:
One sample was received by our quality team for evaluation. Upon visual inspection, a brownish particle was visible near the cylinder bell. Therefore, the incident could be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. The sample was sent for testing to determine what the particle was; however, the particle was too small for accurate testing and the origin could not be determined. Investigation into the manufacturing line was also conducted and no material similar to the one of the cylinders could be found. Operating personnel were still made aware of this event. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material #303310 lot #unknown it was reported by customer that IV tech found a brown particulate in the inside of the barrel near the luer-lock of a 20ml bd syringe. She drew up fluid and pushed it out before she saw the particulate. Dose was wasted and remade. Verbatim: IV tech found a brown particulate in the inside of the barrel near the luer-lock of a 20ml bd syringe. She drew up fluid and pushed it out before she saw the particulate. Dose was wasted and remade. She did not keep the outside package of the syringe so unsure of the lot/expiration. Additional information provided: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. This defect was noted prior to administering the dose, the dose was wasted and the remade.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.